Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had their ipg and extensions explanted in (B)(6) 2022 due to an infection at the ipg site.

Manufacturer narrative:
A patient had their ipg and extensions explanted due to an infection at the ipg site was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.